Manufacturer narrative:
This report is filed february 3, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently, the patient was administered with steroid treatment (date not reported) and the issue was resolved. The implanted device remains.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019, the patient was re-implanted with a new device during the same surgery. This report is filed on may 20, 2019.

Manufacturer narrative:
The device was explanted as the recipient reportedly experienced non-auditory percepts. In-situ testing reportedly showed open circuit electrodes. The reported open circuit electrodes could not be reproduced during device analysis. The device passed all electrical tests confirming correct device function. This report is filed on august 26, 2019.